Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate/confirm the customer reported complaint of an "engagement issue." The medium-large clip applier instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. However, the instrument failed the clip test. The clip was unable to be properly loaded on the grips.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument had an engagement issue. The procedure was completed with no reported injury.